Event description:
Reporter indicated "fragment broke off into specimen pot when inserting following sample insertion into specimen pot."

Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted. No deviations or non-conformances were found. There were no other complaints found related to lot one opened sample and four unopened devices were returned from the customer for review. A visual inspection was performed on the returned opened product, and it was found that the pincer and tri tips were fully intact but the pincer was flattened, inhibiting it from properly obtaining a sample. The complaint was confirmed. The remaining devices were opened and test fired five times each. No issues were noted with the function of the devices. There are stringent computer and photographic inspections that ensure the pincer is not deformed during the manufacturing process and has the proper radius. CAPA ca-0042 has been opened to investigate the issue in detail and it is under effectiveness phase.